Manufacturer narrative:
Reported event of over-sensing was not confirmed. The device was received with normal telemetry and normal output. Sensitivity and noise tests performed did not find and anomaly. Additional analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular (rv) channel. Diagnostic imaging was performed and no anomalies were observed. A revision surgery was performed. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was stable.